Manufacturer narrative:
(B)(4). This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), compliant/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
After being placed in patients, the catheter were breaking at distal end of the hub after the patient goes home for about one week. The catheters were removed and replaced.